Event description:
A high threshold was observed on the follow up. The pacemaker was explanted and a new device was implanted.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The battery status was found to be ok. The data documented the occurrence of loss of capture events and pacing threshold increase since (B)(6) 2024 capture control was automatically deactivated due to a large amount of loss of capture events, and the pacing amplitude was set to the value of 4.2v, as expected. Despite these observations, the data indicate a normal pacemaker behavior. The root cause of the pacing threshold increase could not be determined. In a next step, the pacemaker was physically analyzed. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.